Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose, with hyperglycemia overnight followed by hypoglycemia in the morning, in the setting of a meal announcement and a subsequent user-initiated insulin pause that required manual unpause guidance. Symptoms included asymptomatic hyperglycemia up to a reported fingerstick of 300 and sensor value of 248, and asymptomatic hypoglycemia with a sensor value of 51. Outcomes included transient out-of-range glucose for approximately two hours for the high and about one hour for the low, with the user stabilizing without backup therapy, medical intervention, or hospitalization. Investigation included troubleshooting and education on proper use of the insulin pause and manual unpause function, and review of user technique and meal announcement accuracy. Investigation of this case revealed user-related operational factors, including pausing insulin and a likely incorrect meal size announcement, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error.